Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the black plastic part on tip of the bent part was broken. The fallen piece could be retrieved. Another device was used to complete the case.